Event description:
Reporting status: serious injury. Reporting rationale: neurological deficit requiring medication. Devise issue: none. It was reported that one day post of an uneventful right internal carotid artery angioplasty procedure, the patient experienced bifrontal headaches, which were reported as likely to be some degree of hyperfusion or reperfusion injury. Per the neurologist, the headaches were intermittently likely associated with spikes in blood pressure. There were no neurological changes associated with the headaches. The patient was medicated with labetalol. The patient was discharged to home two days later with new prescriptions for hypertension. The headaches had improved upon discharge, but were continuing. Although requested, there is no additional event or patient information available.

Manufacturer narrative:
Product performance engineering was unable to determine a conclusive root cause for reported symptoms of headache and tia. Product performance engineering reviewed the incident information, however, the device was not returned to abbott vascular for analysis. It was reported that following an angioplasty procedure in the right internal carotid artery, the patient had a headache and tia, and was subsequently kept at the hospital for two additional days. There were no reported issues with the voyager device at the time of use. The voyager is intended for use in coronary arteries, and the rx voyager IFU states: "the voyager rx coronary dilatation catheter is indicated for: balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis for the purpose of improving myocardial perfusion. Balloon dilatation of a coronary artery occlusion for the purpose of restoring coronary flow in patients with st-segment elevation myocardial infarction. Balloon dilatation of a stent after implantation." The otw voyager IFU states the same intended use. Although the specific patient effects observed in this incident are not covered in the device IFU's and ram's, since those documents were not intended to address use outside of the coronary arteries, it is not expected that these patient effects would occur. The specific patient effects of tia and headache have never been reported as occuring during the use of the voyager in the coronary arteries. Based on the incident information, it appears that though there were no issues observed with the voyager during the procedure, a root cause for the tia and headache cannot be determined.